Event description:
It was reported that the user experienced a hypoglycemic event with glucose dropping to 40, submitted via an experience study survey, with no associated alerts or alarms reported. Symptoms included hypoglycemia. Outcomes included no reported hospitalization or long-term impact. Investigation included outreach to obtain additional details and blood glucose information. Investigation of this case revealed that the cause of the hypoglycemic event was unclear and no device malfunction or component issue was identified based on available information. It was concluded, based on previously established findings for similar reports, that the cause was unconfirmed and could not be determined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.